Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 53 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4869 days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6), removal state: (B)(6). Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (02-may-2023: surgery type updated, annex f updated, narrative updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial balloon ablation" on (B)(6) 2009). The patient had a medical history of leiomyoma, adenomyosis, cesarean section, hypertension, hyperlipidemia, sleeplessness, acid reflux (oesophageal), parity 2, gravida ii, obesity, anxiety, mittelschmerz, panic attack, hypomagnesemia, tobacco abuse, hypertension, external hemorrhoids, dermatitis, menorrhagia and pelvic pain. Previously administered products included: hydrochlorothiazide. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4869 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal- hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: fl. Removal state: fl. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix ¿ no significant pathologic change. Endometrium ¿ weakly proliferative pattern. Myometrium ¿ leiomyomas and adenomyosis, bilateral fallopian tubes ¿ no significant pathologic change. Specimens: uterus, cervix and bilateral fallopian tubes. Clinical information: pelvic pain. Gross description: at both the left and right cornus there are gray metallic coils resembling essure coils. First fallopian tube: at the proximal end of the tube there is a silver metallic coll within the lumen resembling essure coils. Second fallopian tube: at the proximal end of the tube there is a silver metallic coll within the lumen resembling essure coils. [Ultrasound pelvis] on (B)(6) 2022: thickened endometrium if post menopausal patient biopsy if needed. Uterine fibroids as described none with mass effect on the endometrial stripe. Addendum: the essure devices are detected bilaterally only on a single transabdominal pelvic image. Accurate location cannot be determined based an the images provided. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed with essure microinsert in place nos. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received : event - "endometrial ablation performed with essure microinsert in place nos" added reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4869 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4869 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.